Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Di not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported that the asymptomatic patient presented in clinic for follow up. Upon review, the right ventricular lead exhibited noise. Noise was not reproducible in clinic. There were no other electrical anomalies. No programming changes were made. Patient will continue to be monitored.